Event description:
A technician reported a pt who had an unexpected refractive outcome following an intraocular lens (iol) implant procedure. The pt experienced blurry distance vision. The lens was exchanged for another lens model with a different diopter power. Additional info has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned analysis. Results from the product history record review indicated the lens met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional info by phone, fax and mail. A completed questionnaire has not been received. (B)(4).